Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/25/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-1928snf-2 suture anchor does not fit snugly, and when you try to introduce it further, the sutures grind, leaving the anchor without them. This occurred during a lateral plasty procedure that was completed using a new corkscrew 5.5.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the anchor during insertion.

Event description:
Additional information was provided on 03/05/2025 where the arthrex subsidiary employee reported that nothing was used for the preparation of the bone. The patient had normal bone quality. The fiberwire sutures that come in the anchors were broken, leaving the head inside the patient. It was removed with a chisel and hammer.

Manufacturer narrative:
Additional information: b5, g3, h6.